Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, device showed that the device had a cut/ shearing on the ccd (charged coupled device ) shrink tube, a puncture on the insertion tube, a minor scratch on the lg (light guide) lens, a chip and crack on the ob lens (objective lens) glue and chipping/lifting/scratches on a-rubber glue (bending section cover or distal sheath). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction as found due to fluid invasion on the scope connection. The error cleared after aeration. A definitive root cause could not be identified for the following: device had a cut/ shearing on the ccd (charged coupled device ) shrink tube, a puncture on the insertion tube, a minor scratch on the lg (light guide) lens, a chip and crack on the ob lens (objective lens) glue and chipping/lifting/scratches on a-rubber glue (bending section cover or distal sheath). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope failure to communicate. There were no reports of patient harm.